Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. The right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited intermittent undersensing and high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.